Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient is allergic to elastic and developed a red, itchy rash from wearing the lifevest. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient to return the lifevest. The patient's skin irritation improved.